Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose level was 119 mg/dl at the time of incident. Issue was not resolved by troubleshooting. Customer stated the contacts on the battery cap are neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer also stated the spring was neither damaged nor corroded. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.